Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy with bile duct exploration on (B)(6) 2012 and suture was used. During the procedure the needle pulled off the suture. A like device was used to complete the case. The needle was left inside the patient with no undesired effects.

Manufacturer narrative:
(B)(4). Conclusion: a representative sample was returned for evaluation. The needle was examined and swage mark on needle shows that it was partially swaged on solid wire, needle was introduced to far into swage dies.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.